Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the biopsy forceps was pass down the scope, the sponge was pushed into the working channel of the scope and got stuck. A water soluble lubricant was not placed on the biopsy cap prior to use. Reportedly, the scope failed leak test after the removal of the sponge from the working channel. The procedure was completed with another scope and another rx locking device biopsy cap. There were no patient complications reported as a result of this event.